Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data and alarm history revealed evidence of cs 145 occlusion alarms associated with high force. During testing, the rewind, load, and prime steps were completed successfully; however, an occlusion alarm was duplicated while the pump was exercised for 24 hours. Upon further inspection of the pump, a meter test strip was found in the cartridge compartment. The test strip was removed, and the pump was exercised with no further errors, alarms, or warnings. The pump case was removed, and no internal damage was found.